Event description:
It was reported the patient¿s insertable cardiac monitor was found to be protruding through the implant site and the physician elected to explant the device. The patient is stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.